Manufacturer narrative:
The instrument was returned for evaluation. Per the customer reported complaint, engineering found the proximal clevis exhibiting a series of char marks from .110 inches to .130 inches above the interface with the tube extension. The char marks are located near where the silicone to sleeve interface of the tip cover accessory would mate with the instrument. The instrument does not have any burrs or damage in the area of the char marks that would have contributed to arcing. The tip cover accessory was discarded at the site and will not be returned for evaluation. Engineering concluded that the char marks on the instrument are likely areas where energy escaped through the tip cover. Arcing was likely due to the tip cover having insufficient silicone dielectric strength caused by damage and or high generator settings. Engineering also observed the distal end of the main tube to have multiple 2 inch long sections, 90 degrees apart, with material removed on one side of the tube. The damaged areas are parallel to the tube axis and have a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon saw arcing from the monopolar curved scissors (msc) instrument with a mcs tip cover accessory installed. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.